Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a pelvic floor reconstruction procedure performed on (B)(6) 2020 to treat pelvic floor muscle prolapse. According to the complainant, during the procedure, the dart detached from the suture inside the patient on the left side. However, the detached piece did not fall off into the patient, it stayed in the cage. The procedure was completed with another capio slim device. There were no patient complications as a result of the event. The condition of the patient following procedure was reportedly stable.